Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.37ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded and printed at the service center. The customer did not provide an event time or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), with a 2hr taper up and taper down, with a 2500ml vtbi (volume to be infused), for a duration of 12hrs, and the delivery was started. After an unspecified length of time, the pt reported the container running dry sooner than the intended time. Therapy was resumed using the same device. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.